Event description:
Customer reports obtaining a result of 180 mg/dl on the aviva plus system. The customer reports this is a "low" value for him, and as a result he took a glucose tablet and ate some food and did not inject any insulin. 1.5 hours later, while driving, the customer states he ran his car into a fire hydrant after passing out. Emergency medical technicians (emts) tested the customer on the professional meter and the result was 328 mg/dl. The customer was taken to the hospital and treated with an insulin IV to lower his blood sugar. The customer estimated his result to be around 500 mg/dl. The customer is currently feeling fine. Requested return of suspect device however the customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.